Event description:
It was reported that 29 bd nano¿ ultra fine¿ pen needles were missing their tear drop labels on their unit packaging. The following information was provided by the initial reporter: "consumer reported finding 29 pen needles in the box missing the "tear drop labels". Stated, she did not use them".

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 29 bd nano¿ ultra fine¿ pen needles were missing their tear drop labels on their unit packaging. The following information was provided by the initial reporter: "consumer reported finding 29 pen needles in the box missing the "tear drop labels". Stated, she did not use them".

Manufacturer narrative:
H6 investigaiton summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.